Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 5140973/5140974.

Event description:
It was reported that patients implantable pulse generator (ipg) would no longer holds a charged. The patient underwent a spinal cord stimulation (scs) replacement procedure wherein a non-rechargeable ipg was implanted. No further information has been obtained.

Event description:
It was reported that patients implantable pulse generator (ipg) would no longer holds a charged. The patient underwent a spinal cord stimulation (scs) replacement procedure wherein a non-rechargeable ipg was implanted. No further information has been obtained. Additional information was received that the patient was doing well postoperatively. The explanted device components will not be return.